Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame 168,233 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn was used during a rotator cuff repair on (B)(6) 2021 when it was reported ¿on friday, (B)(6) 2021, I was in a shoulder case and the metal tip of the aes-90sn ablator came off and was in the patient. The surgeon has to do x-rays in order to retrieve it. This added about 5-10 minutes to the surgery.¿. The procedure was reported as being completed as planned with a 5-10-minute delay. There was no report of injury, medical intervention, or hospitalization reported for the patient or the user. Further assessment questioning found that a component of the device fell into the patient and was retrieved by the surgeon after the x-ray located the component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.